Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device would not turn on or off and was not functioning. The patient reports experiencing difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone based disinfection device. Additional information received from patient reporting that the machine failed completely and had a failure alert on the display screen on or about (B)(6) 2023. The patient reported using an ozone based disinfection device.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device would not turn on or off and was not functioning. The patient reports experiencing difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.